Manufacturer narrative:
Coconcomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced ¿end of november/beginning of (B)(6) 2013¿ because the medication was put into the pump and was coming out subcutaneously. It was noted that the issue began in (B)(6) 2013.

Event description:
It was reported that the patient came in for a pump refill. The expected volume was aspirated. When refilling the pump, per normal protocol, everything felt normal. The patient was bigger, but the pump was superficial and easy to access. About half way through, the patient reported a burning sensation in the pocket. A ¿skin weal appeared on top of the pump (pocket fill).¿ they re-prepped, aspirated again and nothing was in the pump. The patient was feeling fine at the time of the report. They planned to admit the patient to the hospital as a precaution. The hcp (healthcare provider) felt like he was right in the center of the pump and the procedure felt like it always did. The hcp did not know what happened. The pump was delivering bupivacaine and morphine. It was later reported that a pocket fill was suspected but the patient was asymptomatic as far as overdose was concerned. The patient had redness and streaking over the pump pocket site along with a slight burning sensation. When they accessed the pump following the refill there was no drug aspirated from the pump reservoir. The patient was being admitted to the hospital. It was later reported that the pump was going to be replaced on (B)(6) 2013. It was later reported that the pump was being replaced because they were unable to fill it. The catheter length of the existing catheter was unknown. It was later reported that the catheter was clamped during the pump replacement procedure and the pump was primed on the back table. The catheter length was unknown; the physician chose to enter a catheter volume of 0.108 ml. It was later reported that the pump was replaced. The replacement went well.

Manufacturer narrative:
(B)(4).